Event description:
It was reported that during a stenting procedure, the stent delivery system became stuck on the guide wire. The target lesion was located in the external iliac artery. The wallstent endoprosthesis with unistep plus delivery system was loaded on to the 0.035 inch non bsc guide wire with some difficulty. The device was advanced into the patient approximately 10 centimeters and then became stuck. The devices were removed together as a unit. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as "good."

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).